Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main and auxiliary drawer was failed. The field service engineer replaced the communication sled, auxiliary interface board, 1.1 & 1.2 half height drawer and auxiliary drawer pyxibus cable to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the main and auxiliary drawer was failed. The customer stated that this malfunction occurred while user trying to issue medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.